Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station displaying a black screen, which was an isolated issue related to the retractor band in drawer 3.2. A field service engineer replaced the retractor band to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a hardware failure, resulting in a machine blackout. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.